Event description:
Information received indicates the head section is running up on its own.

Manufacturer narrative:
The technician isolated the issue to a stuck button on the footboard membrane switches. He replaced the membrane switches to repair the bed.